Manufacturer narrative:
Manufacturing site: asahi intecc (thailand) co., ltd., pathum thani, thailand, registration number: 3003780911. The reported minamo guide wire was returned for evaluation with the concomitant oct catheter. The returned minamo guide wire was found deformed in a crank-like shape at approximately 100mm-130mm from the tip. The concomitant oct catheter was found torn from the inside to outside for approximately 2mm distal to the guide wire port (set at approximately 16mm from the tip), indicating that the catheter was split due to interference with the minamo guide wire. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that the coil segment of the minamo guide wire might have been deflected during removal of the oct catheter with a relatively short guide wire lumen, due to the anatomical condition and the flexibility of the guide wire tip. Around the deflected segment of the guide wire, resistance between the minamo guide wire and the oct catheter could be increased. As further pulling attempts for catheter removal were made, the minamo guide wire was pulled back proximally and deformed in a crank-like shape, causing the dissection of the vessel. Although it was concluded that this event was not attributed to the product quality, additional treatment by stenting was considered an adverse patient effect. No CAPA will be taken. Instructions for use (IFU) states: [warnings] ~ observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. ~ never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise, damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. ~ if resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. ~ if resistance is felt between this guide wire and the other interventional devices while operating this guide wire in the blood vessel, avoid applying excessive force. When abnormal resistance is felt, remove the entire system from the patient's body and determine the cause. Otherwise, the guide wire may break or be damaged and may cause injury to the blood vessel or leave fragments inside the vessel. ~ use this guide wire carefully as the guide wire may penetrate the blood vessel. Otherwise, it may cause adverse events such as blood vessel perforation and coronary artery dissection. The higher torque performance, stiffer distal end, and/or higher advancement force may present a higher risk of perforation or injury than if using a more flexible guide wire. Therefore, use the most flexible guide wire that will treat the lesion (i.e., the guide wire with the smallest tip load that will treat the lesion), and take due care to minimize the risk of perforation or other damage to blood vessels. [Malfunction and adverse effects] ~ kink of the guide wire ~ dissection of blood vessels.

Event description:
It was reported that an asahi minamo guide wire was used with an oct catheter (boston scientific) during a percutaneous coronary intervention (pci) for a moderately calcified chronic total occlusion (cto) in the right coronary artery (rca). When the physician attempted to remove the oct catheter, the guide wire buckled proximal to the oct catheter, resulting in a dissection. An additional drug-eluting stent (des) was deployed to treat the dissection and the procedure was successfully completed with reestablished blood flow. It was informed that there were no adverse patient effects associated with this event and the patient was discharged.